Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Additionally, the front bezel was cracked at the top corner.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (iesu) had errors and did not recognize a bipolar instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the logs. The customer stated that they had tried another energy cord and both bipolar ports, but the issue persisted. The procedure was completed with no reported injury.